Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) evaluated the instrument and determined the cap piercer drain line, #118, was obstructed. The fse flushed the line to correct the probe obstruction errors and the leak from the blade wash area of the cap piercer. (B)(4).

Event description:
The customer reported to beckman coulter (bec) hotline support that their unicel dxc 600i synchron access clinical system generated "cartridge chemistry sample probe obstruction" errors. Upon troubleshooting the errors with bec hotline support, the customer stated they discovered a leak from the cap piercer blade wash area of the instrument. The customer wore gloves and a lab while troubleshooting. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.